Event description:
Director of IV team reported a nurse on one of the general units complained tht when she started an infusion (that was being administered via an infusion pump) that the medication squirted out of the center of the cap. The IV team was called and the IV rn witnessed the event. The infusion was vancomycin, unknown if primary or secondary, and no other details provided. There was no report of pt harm and no medical intervention was required. No additional event or pt information is available at this time.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint that medication squirted out center of cap could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.